Event description:
The patient reportedly experienced ongoing intermittencies followed by loss of sound. External equipment was exchanged. Device testing could not be performed due to loss of lock. Surgery to explain the patient's device has been schedule.